Event description:
Customer reported that during a transport flight, the channel infusing nicardipine at 5ml/hr stated "fault" and alarmed, and all three channels became disabled. The patient's blood pressure increased while another pump was reprogrammed. Although requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.